Event description:
Surgeon closed the anvil to close to firing range prompt, and it easily compressed to firing range. Fired the instrument and it sounded like it was laboring. After a couple of sections, received an "incomplete firing sequence" message and the dlu opened. Upon inspection, some staples had not formed; the tissue was removed and the anastomosis completed with another device. Doughnuts were perfect on inspection. The cut ring was still intact, which tells me the knife did not travel the required distance.